Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure erbe errors occurred, and the monopolar and bipolar energy could not be used. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found repeated c-34 errors. Prior to calling, the customer power cycled the erbe but the issue remained. The isi tse had the customer hard power cycle the erbe. The monopolar energy began to work, but the bipolar energy still was not. The isi tse had the customer swap out the bipolar power cord, but the issue remained. The erbe began showing different code numbers after the initial error. The customer continued on with the case with monopolar energy only and stated they may use the syncroseal in the e-100 for the bipolar energy. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the erbe to resolve the issue. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Based on the claim against the product by the customer noting that the erbe was faulting, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe was analyzed and the complaint regarding the erbe faulting was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The unit errored when tested on an in-house system. Errors were confirmed in the error log.